Manufacturer narrative:
A2: age at the time of event: 71 years. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-p report will be submitted. FDA registration number:, reporting site: 1049092, manufacturing site: 9618003.

Event description:
This emdr is being submitted for unknown number of products with unknown lot numbers over the six-months period. It was reported by the end user that she felt uncomfortable using the product since the starter hole was off centered. She reported that she had used wafers with the starter holes being off centered in the past and it caused a decline in wear time from eight days to two days. She states that this issue has been going on from about six months. The product was not used by patient. No photo is available at this time.